Event description:
The customer reported that she experienced low blood glucose levels at work, and had to call the paramedics. The customer's blood glucose reading was 69 mg/dl when the paramedics arrived. The customer was treated, but still seemed confused and was taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also reported that the sensor was alarming high when her blood glucose levels were actually low. Advised the customer never to treat his blood glucose levels based on the sensor reading. Assisted the customer with turning off the sensor feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please also see MFR report number 2032227-2010-83351.